Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the lightsource unit did not go into standby mode when it was disconnected from the scope.